Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a burn damage on the internal of device in relation to the 'fluid residue on wireless battery module (wbm) does not power the pump' allegation. Evaluation found internal of device has burned and found fluid residue on wbm due to fluid intrusion. Evaluation determined the causality to be a damaged radio due to fluid intrusion and therefore the wbm deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module, the device had burn damaged in the internal of the device. No additional information is available.